Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, a kink was found on the guide wire lumen of the balloon catheter. The balloon was deflated and re-inflated without resolve. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 85291 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 5 injections. The catheter passed the performance test and electrical integrity as per specification. The dissection test showed the guide wire lumen kinked at 1.05 inches from the tip of the catheter. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.